Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that there was a knee revision, one size up/down rule with triathlon knee. Loose triathlon femur/cs poly was removed

Manufacturer narrative:
An event regarding femoral loosening involving a triathlon femoral component was reported. The event was not confirmed. Device evaluation not performed as no items were returned. DHR review determined that the lot was manufactured and packed to specification. Chr review confirmed that there have been no similar events for the lot. The exact cause of the reported femoral loosening could not be determined with the limited information provided. Further information is needed to complete the investigation to determine a root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a knee revision, one size up/down rule with triathlon knee. Loose triathlon femur/cs poly was removed